Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2007, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
It was later reported that when the healthcare professional put the implantable neurostimulator (ins) in he was tunneling down and a lead broke and it was replaced.

Event description:
It was reported that the lead fractured when the doctor was trying to connect the lead to the new implantable neurostimulator (ins). The lead had to be changed out as well. When the lead was changed out, some of the programming on the left ins was changed. Specifically, program 1 was activated whereas program 2 was the appropriate program. Additional information was requested, but was not available as of the date of this report.